Event description:
Customer reported issues with the insulin pump. Customer states that she is having issues with the keypad and the buttons are not responding. The blood glucose reading is 233 mg/dl. Nothing further reported.

Manufacturer narrative:
Pump was received with intermittent button response due to flattened escape act buttons dont switch. No cosmetic damage noted.(B)(4).